Manufacturer narrative:
D10 product available to stryker / returned to manufacturer on ¿ updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection revealed that the subject stent device was deployed and noted to be deformed. The sdw (stent deliver wire) was noted to be kinked/bent. The stent introducer distal tip was intact. A functional inspection could not be performed as the subject device was deployed. The reported ¿stent dislodged/migrated' could not be replicated as the subject device was returned fully deployed from the microcatheter. However, the analysis results are consistent with the reported event. The returned subject device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicates that the subject device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. It was reported that 'the physician chose to use the microcatheter for delivery and deployment of the subject device. After partially deploying the subject device, the physician began filling the aneurysm with coils. During the embolization process, the stent system (including the subject device and microcatheter) suddenly slipped, causing the subject device to fall below the aneurysm. The physician attempted to retrieve the subject device into an intermediate catheter and withdraw it from the body. After removing it from the body, the physician pushed the subject device out of the microcatheter on the operating table and continued to use the same microcatheter to complete the subsequent aneurysm embolization treatment, successfully completing the procedure'. In the follow-up responses it was clarified that 'the subject stent was deployed in a correct location then the subject stent moved away from the target lesion site with the microcatheter. The subject device was returned for analysis fully deployed from the microcatheter. The subject device was deformed along its length. The 3 marker bands were present on both ends of the returned subject device. The stent delivery wire was also returned for analysis and was seen to be kinked/bent at the proximal and distal sections of the wire. The introducer sheath was returned for analysis and was undamaged. In the case of this complaint, it is most likely that the issue occurred due to procedural or anatomical factors encountered during the procedure. Therefore, an assignable cause of procedural factors has been assigned to the as reported ¿stent dislodged/migrated¿ and to the as analyzed ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during an emergency intracranial aneurysm stent-assisted embolization procedure, the patient's aneurysm was located at the posterior communicating artery segment of the left internal carotid artery. The physician chose to use the microcatheter for delivery and deployment of the subject stent. After partially deploying the stent, the physician began filling the aneurysm with coils. During the embolization process, the subject stent system (including the subject stent and microcatheter) suddenly slipped, causing the subject stent to fall below the aneurysm. The physician attempted to retrieve the subject stent into an intermediate catheter and withdraw it from the body. After removing it from the body, the physician pushed the subject stent out of the microcatheter on the operating table and continued to use the same microcatheter to complete the subsequent aneurysm embolization treatment, as the procedure was completed successfully. There were no reported clinical consequences to the patient.

Event description:
It was reported that during an emergency intracranial aneurysm stent-assisted embolization procedure, the patient's aneurysm was located at the posterior communicating artery segment of the left internal carotid artery. The physician chose to use the microcatheter for delivery and deployment of the subject stent. After partially deploying the stent, the physician began filling the aneurysm with coils. During the embolization process, the subject stent system (including the subject stent and microcatheter) suddenly slipped, causing the subject stent to fall below the aneurysm. The physician attempted to retrieve the subject stent into an intermediate catheter and withdraw it from the body. After removing it from the body, the physician pushed the subject stent out of the microcatheter on the operating table and continued to use the same microcatheter to complete the subsequent aneurysm embolization treatment, as the procedure was completed successfully. There were no reported clinical consequences to the patient.